Manufacturer narrative:
The product issues occurred during injection with the acist system. The psi settings used for the injection were not known. There was no resultant adverse event/ae reported as a result of the product issue reported. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The products were prepped properly according to the instructions for use (IFU) with no problems noted. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2012-00746 and # 9616099-2012-00747.

Manufacturer narrative:
The hub of the si brite tip 6f 23cm str sheath hub detached from the suture collar during injection with the acist system. The device had appeared normal prior to use. The procedure was a percutaneous transluminal angioplasty stenting procedure of the right common iliac artery to external iliac artery. The lesion was moderately calcified and moderately tortuous with 90% stenosis. A smart control stent was advanced into the sheath and angiography was about to be performed when the hemostasis valve came off from the suture collar. Nevertheless, the brite tip sheath was used without the hemostasis valve, and the stent was implanted successfully. Afterwards, the brite tip sheath was exchanged for another si brite tip 6f 23cm str, and an additional stent was advanced into the second bt sheath. Angiography was about to be conducted with the acist system when the stent was still inside the second brite tip sheath, but the hemostasis valve of the second brite tip sheath came off. The hemostasis valve was put back together, and the brite tip sheath was used to complete the procedure. The procedure was completed successfully after post dilation. There was no patient injury, and the products will not be returned for analysis. The actual pressure used during injections with the acist system was unknown. The physician's comment: angiography was conducted with the acist system, not with hand injection, so the hemostasis valve would be strongly pressurized by the acist system. (B)(4): a review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 15599736 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Without return of the devices for analysis, the complaint could not be confirmed. With the information provided, the complaint may have been related to the acist injection system or to device handling. There was no evidence that the complaint was related to a design or manufacturing issue, therefore, no corrective action will be taken at this time. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2012-00746 and # 9616099-2012-00747.

Event description:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta)/stenting procedure, an ipsilateral approach was used. A smart control stent was advanced into the si brite tip 6f 23 cm str (bt sheath/lot.15587264/complaint product #1), and angiography was about to be conducted with the acist system when the stent was still inside the bt sheath, but the hemostasis valve came off from the suture collar. Nevertheless, the bt sheath was continued to be used without the hemostasis valve, and the stent was implanted successfully. Afterwards, the bt sheath was exchanged for another si brite tip 6f 23 cm str (lot.15599736/complaint product #2), and an additional stent was advanced into the second bt sheath. Angiography was about to be conducted with the acist system when the stent was still inside the second bt sheath, but the hemostasis valve came off. The hemostasis valve was put back together, and the bt sheath was used to complete the procedure. The procedure was finished successfully after post dilation. There was no patient injury reported, and the products will not be returned for analysis. The physician's comment: angiography was conducted with the acist system, not with hand injection, so the hemostasis valve would be strongly pressurized by the acist system. The target lesion was the right common iliac artery to external iliac artery. The lesion was reported to be: a 90% stenosis, moderately calcified, and moderately tortuous.